Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the angle knob rotation/angulation directions/knob play/bending angles test inspection failed. The reported customer issue was confirmed. In addition, , inspection found and as stated in section b5, air/water (a/w) cylinder had foreign objects, and the a/w tube had foreign objects. This reported fault was a result of insufficient reprocessing. Additionally, due to wear of scope cover (s-cover) packing, water tightness is lost. The switch button 1 had a cut. The flexibility adjustment ring had a scratch. The grip had a scratch. The aw-cylinder had discoloration. The suction cylinder (s-cylinder) had discoloration. The switch box had a scratch. The control unit had a scratch. The scope cover had a scratch. The forceps channel port had a scratch. The plug unit had a scratch. Due to damage on the connecting tube, insulation resistance value did not meet the standard value. Due to a crack on a-rubber, insulation resistance value at the distal end did not meet the standard value. Due to wear of angle wire, the play of the up/down (u/d) knob is out of the standard value. The plastic distal end cover had a crack. The objective lens had a chip. The light guide lens had a crack. The universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced the control knob being too slow or light. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the air/water( a/w) cylinder had foreign objects, and the a/w tube had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to worn of s-cover packing. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.